Event description:
A medtronic representative reported that after completing pointmerge registration for a lumbar procedure with iliac screws, the surgeon alleged a 1cm inaccuracy. Registration was completed on level l5-s1; inaccuracy reported below s1 vertebrae. A surface-merge was not done after pointmerge; patient was not re-registered after inaccuracy. After spine hardware had been placed in the patient, the surgeon chose to halt the procedure and have the patient re-scanned. The surgery was re-scheduled for the following day, and follow-up after second surgery reported the surgery went well. There was no negative impact on patient outcome reported.

Manufacturer narrative:
Medtronic representative followed-up at site, surgeon stated that the patient anatomy may have moved with respect to the reference frame during the procedure. No parts or files have been received by the manufacturer for evaluation.

Manufacturer narrative:
The system's error logs were sent to the manufacturer for evaluation and evaluation concluded unable to determine any root cause from information in exam.